Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap had damaged. The customer blood glucose level was 334 mg/dl at the time of incidence. Customer also stated that the motor was came out back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Device received with loose drive support disk.